Manufacturer narrative:
The hospital has not returned this device to nellcor and therefore eval is not possible at this time. If the device is received, a supplemental or corrected report will be provided to the FDA following completion of the eval.

Event description:
During a diaper change, the infant coughed and the attending rn noted small tube in patient's throat. Tube removed by otolaryngologist. Patient has since been discharged from hospital.